Event description:
The ge oec 9800 fluoroscopy system had a failure of the vertical lift column, where the column would not go down.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the ps3 power supply to restore function. The system was tested and found to be operating as intended and released to the customer for use. No negative pt effect was reported due to this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.